Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp and escalated to an impella 5.5 device for mechanical circulatory support as a bridge to left ventricular assist device (lvad). The patient was admitted into the hospital post percutaneous coronary intervention and with mitral regurgitation and low ejection fraction of 10-15%. The impella 5.5 pump supported the patient while awaiting lvad. On day 18 the pump was being explanted for the bridge to lvad. Post explant of impella 5.5 device and during durable lvad placement, it was noted the patient had wide open aortic insufficiency. Patient cross-clamped and noted to have impella sized hole in aortic leaflet. The physician commented the following: during an ascending aortic replacement (aar), the physician stated that before valve excised that a hole appeared the exact size of impella. The physician further stated that it would have had to been accidently pierced by wire and device loaded over it due to appearance of hole. No further details were noted regarding the event. However, the patient did survive the event and was reported to be in stable condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (unites states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿ section: axillary insertion of impella 5.5 catheter: ¿use fluoroscopy for placement impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), can help confirm the position of the impella catheter after placement, tee does not allow visualization of the entire catheter assembly and is inadequate for reliably placing the impella catheter across the aortic valve¿ section: warnings & cautions: warnings: section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis ¿unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.¿ in this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: use of echocardiography for positioning of impella catheter: ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subangular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: understanding and managing impella catheter position alarms. ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Manufacturer narrative:
The investigation of heart valve damage has been completed. As per the clinical information provided, the doctor suspects that the hole noted on the aortic valve was likely the size of the impella pump which could possibly have accidently pierced the valve. Also, it was mentioned that there was no issues observed with insertion or other practices. The images showed the heart valve was pierced. Therefore, the root cause of the heart valve damage issue was not determined since the product was not returned and due to insufficient clinical evidence. B.2 revised as an incorrect selection was made on the initial manufacturer device report number 1220648-2025-26057.